Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that they have received paks with latex gloves which were not acceptable. The customer requested a replacement. There was no patient or procedural impact.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported the pak contained latex gloves in replacement of the non-latex gloves. The manufacturer's evaluation of the returned sample could not confirm the customer's reported event: four unopened pak samples were visually inspected. The content labels stated that one pair of exam unisize powder free vinyl gloves should be built in each pak. There was no powder or latex on all the exam unisize powder free vinyl gloves. A review of the reported pak's bill of materials (bom) shows that each unit should include non-latex gloves. A review of the systems, applications and products batch where-used list shows all non-latex gloves were built into this finished goods lot. A review of the deviation history report shows this lot did not have a temporary deviation applied on the gloves. After review of the manufacturing records, we confirmed there was no problem with the build of the pak. The pak was built correctly with the correct glove type. No action will be taken for this occurrence, a manufacturing records review confirmed this finished goods lot was built correctly. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).